Manufacturer narrative:
Pump error 24 alarm during rewind and pump error 53 (caused by the delivery timers timeout) was a consequence of the pump error 54 alarm on the motor side. Pump error 54 alarm was triggered due to motor voltage regulator error - the digital potentiometer setting was lower than the low limit, problem isolated to the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customer blood glucose level was 298 mg/dl. Customer was able to clear the alarm. Customer stated self test was failed. The device will be returned for analysis.